Manufacturer narrative:
D6b: explanted date: unknown if the device was explanted. E3: occupation: (B)(6). The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angio-seal anchor did not deploy. Additional information was received on 07apr2025: the patient had critical limb threatening ischemia and had undergone a day case left leg angioplasty at (B)(6) hospital. Complex crural disease. Peroneal artery successfully treated. The attempt to deploy the angio-seal closure device was unsuccessful, it was a complete malfunction of the device. The patient became profoundly hypotensive and suffered large pelvic and retroperitoneal hematoma. The bleeding was treated with IV fluids. Ultrasound (us) of groin showed pseudoaneurysm and therefore thrombin injection performed. Computed tomography (CT) angiogram confirmed bleeding had stopped but left leg vessels now occluded. Patient transferred to vascular surgery for further management and blood transfusion. Unfortunately, the leg was non-viable and above knee amputation was performed. Additional information was received on 05may2025: no pre-deployment angiogram was performed. Only angiogram during the procedure. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. Sheath was inserted as normal. Good arterial flashback obtained. The dilator was removed and as the angio-seal was being inserted device jumped out of artery by five-six cm. The puncture site was above the common femoral artery bifurcation by two-three cm. The puncture site was level with the inguinal ligament. Thrombin was used.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a closure complication resulting in amputation. The exact root cause cannot be determined. The likely cause was determined to have been a high puncture site resulting in the reported adverse event. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).